Event description:
The customer reported an overinfusion of ativan. The unit was programmed to deliver a concentration of 1.0 mg/cc, dose of 0.1 mg/kg/hr at a rate of 1.3 cc/hr. Approximately 4 hrs later, the rate was noted to be 11.3 cc/hr and a total of 41mg/41cc infused. There were no adverse effects reported; however, the reporter indicated that the pt would probably have required intubation if pt had not already been intubated.

Event description:
The pump was received for evaluation on 5/11/00. The unit was tested for infusion per standard test procedure and delivered 20.1 ml of 20 ml in volume over time mode for 30 mins for a +0.5% of error (specification is +-3.0%. There was no physical damage or evidence of failures. The pump was fully functional. The customer had reported that the infusion was set-up to deliver ativan using the body weight mode. A monoject 60-cc syringe was loaded and programmed for a desired dose of 0.1 mg/kg/hr. The concentration was 1.0 mg/ml and the pt's weight was 11.3 kg. This would have resulted in a delivery rate of 1.3 ml/hr. After approx 3.5 hrs, the rn noted that the pt had received too much medication (approx 42.5 ml delivered), stopped the infusion, and noted that the rate was 11.3 ml/hr. Review of the pump's infusion history records which match the reported parameters (records -022 to -015) determined that the concentration had been entered as 0.1 mg/ml not the reported 1.0 mg/ml. This resulted in a delivery rate of 11.3 ml/hr. Included with this letter is a copy of the downloaded pump history. History records are numbered backwards making record -021 the start of the infusion and record -016 the end of the infusion. The remaining records downloaded match testing that the risk mgr and biomedical engineering indicated they performed after the event and have not been included with this letter. Codes 65, device operated according to specs, and code 79, user error caused the event, were used as conclusion codes as the pump was found fully functional during co's in-house testing and review of the pump history indicated that the pump delivered as programmed. The user programmed the concentration as 0.1 mg/ml rather than the reported 1.0 mg/ml resulting in a delivery rate of 11.3 ml/hr rather than the expected 1.3 ml/hr.